Manufacturer narrative:
The concomitant devices should be "drg" not "dbs" as inadvertently entered in the initial report.

Event description:
Reference MFR report: 1627487-2019-05478. Reference MFR report: 1627487-2019-05480. Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein the ipg and lead at t1 were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-05478. Reference MFR report: 1627487-2019-05480. It was reported that patient experienced stimulation lost. Attempts to restore therapy were unsuccessful. Surgical intervention is pending to address the issue.